Manufacturer narrative:
The device was received for evaluation. During evaluation the device system error 322. A review of the event history log revealed no system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed lower link switch. The lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.